Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes which resulted in minute ventilation (mv) feature being automatically disabled. The sam was a result of oversensing electromagnetic interference (emi) during an unrelated patient procedure. Technical services (ts) was consulted and discussed that during the episode there were high oor impedance measurements in the right ventricular channel. Ts recommended in clinic follow up to activate both sam and mv back on. This device remains in service. No adverse patient effects were reported.